Event description:
It was reported that the clinician was placing the PICC in interventional radiology under fluoroscopy. Some resistance was observed when making the turn from the axillary into the subclavian vein, but the catheter did make the turn successfully. When it came time to remove the wire from the catheter, resistance was met. The wire was finally removed but upon removal it was noticed that the wire began to unravel but was removed intact. The clinician did a fluoroscopy view to make sure there was no wire retained in the patient, which there was not. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was normal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.